Event description:
We received an allegation about discrepant results for 1 patient's plasma sample tested with elecsys troponin t hs (tnths) assay on a cobas e801 immunoassay analyzer. Initial result: 145 ng/l (north line). Rerun result: 5.32 ng/l (south line). 2nd rerun result: 5.17 ng/l (north line). The physician questioned the initial result and requested the sample to be repeated. The sample was rerun twice. The rerun results were deemed to be correct.

Manufacturer narrative:
The tnths reagent lot number was 642405 with an expiration date of 30-nov-2023. Qc was performed and all results were within the specified ranges. The alarm trace from 31-aug-2023 to 04-sep-2023 showed one sample-related alarm. The field service engineer (fse) visited the customer's site and found that the water pressure was too low. The fse replaced the gear pump head. The fse also adjusted the measuring cell sipper nozzle as it was slightly bent in the measuring cell. The fse did a mechanism check and the instrument was performing within specifications. Calibration and qc were performed and they were acceptable. Based on the provided data, a general reagent issue can most likely be excluded. The cause of the event could not be determined.